Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The e1 "telephone number" field was corrected based on information available at the time of the initial submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 1 year since the subject device was manufactured. Based on the results of the investigation, a defective r-unit (charged couple device (ccd)) cause the image to be colored. The r-unit can be damaged by the following: ¿ unacceptable tension in the area of the "ccd w. Holder" assembly due to use of an adhesive which is not adapted to the load / temperature collective and to an insufficiently formed adhesive layer "c-holder to bumper sleeve" ¿ unacceptable tension in the area of the "ccd w. Holder" assembly due to asymmetrical alignment of the spring to c-holder before the bumper sleeve is joined ¿ pre-existing damage to the "ccd w. Holder" assembly due to using a suboptimal adhesive device. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported on behalf of the customer image issue with use of video telescope "endoeye hd ii", 10 mm, 30°, autoclavable. The malfunction was found at preparation for use of a therapeutic laparoscopic procedure. The patient was not under sedation and the delay was not more than fifteen minutes. The intended procedure was completed with a similar device. There were no reports of patient or user harm associated with this event. The device was returned, and olympus repair center identified the image turned blue and purple. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation of the returned device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During evaluation, after the device was running for a period, the image turned blue and purple. The charge coupled device unit was found to be defective. In addition, there was a large amount of liquid ingress marks inside the handle, slight scratches at the end of the tube near the handle, scratches at the distal end, and worn light guide glass. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.